Event description:
The customer stated she was receiving erratic readings. She took several tests within minutes of each other and received the following results: 40,160,144,137,329, and 205 mg/dl. The difference between several of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The strips are to be returned for evaluation and replacement strips will be sent.